Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported about a posterior optic scratch during an intraocular lens (iol) implant procedure. Additional information received stating the physician did not explant the lens as it would not prove visually consequential and rotated it away from visual axis during the initial procedure.

Manufacturer narrative:
A photo was provided. The photo was of the implanted lens taken from a video screen. Due to this, there are numerous lines across the photo. This made it very difficult to visualize the reported scratch. What may be a line or mark was observed near the 3 o'clock position. No other determination could be made from the provided photo. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. Information was provided that the lens remains implanted. The surgeon stated they did not explant as this was the patient's better eye. The surgeon felt the reported scratch would not prove visually consequential. The area was rotated away from the visual axis. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(6).